Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and two months following the implant of this transcatheter bioprosthetic valve, into a previously implanted non-medtronic surgical valve, both valves were explanted due to a failing valve-in-valve. At the time of the procedure the patient had a gradient of 45 mm. A surgical valve was implanted in place of the explanted valves. No additional adverse patient effects were reported.